Manufacturer narrative:
The customer requested an event log review for the period between 12:30 am and 6:00 am on (B)(6) 2016 to determine user programming. Analysis of the pcu event log shows that 2 devices were attached to the pcu during this period. At 12:08 am channel a was shut down and the system was powered off following completion of a basic infusion run at 999ml/hr with a vtbi of 990 ml. Channel b was idle during this time. At 4:40 am, the pcu was powered on. Channel a was programmed to infuse a basic infusion at 125ml/hr with a vtbi of 900ml. Between 4:41 am and 4:43 am chanel b was selected several times but no programming was completed. At 4:43 am channel a was channeled off and the system was powered off. At 4:44am channel b was programmed for an infusion of diltiazem 125mg in 125ml through guardrails. The programming was not completed and at 4:49 am the device was powered off. At 5:09 am the system was powered on, channel b was selected and programming was initiated but not completed. At 5:14 am channel a was selected and programming was initiated but not completed. Within a few seconds norepinephrine non-weight based dosing 8mg/250ml was programmed through guardrails and started on channel a with a dose of 15mcg/min which made the rate 28.1ml/hr. At 5:15 am ceftriaxone 1000mg/50ml was programmed through guardrails on channel b for a dose of 1000mg and a rate of 100ml/hr with a vtbi of 50ml to infuse over 30 minutes; the programming was not completed. At 5:16 am ceftriaxone was programmed with the same parameters and the infusion was started however the module was channeled off 1 minute later, re-selected, and programmed for vancomycin 1000mg/250ml through guardrails. The weight was entered as 100kg which made the dose 10mg/kg; the rate was 167ml/hr and the vtbi was 250ml, to infuse over 1 hour and 30 minutes. Over the next 2 minutes there was a door opened alarm and 2 patient side occlusion alarms. At 5:22 am the device was channeled off and at 5:31 am channel a was channeled off and the system shut down. There was no allegation of device malfunction or programming error and no programming parameters were provided. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a patient who was admitted to the ed died unexpectedly. An event log review was requested to determine user programming. The customer does not allege a device malfunction or that any product failure or issue contributed to the patient's demise. Although requested, no additional patient or event information was provided.